Manufacturer narrative:
Follow-up report #01. Fields b4, g7, h2, h6 and h10 updated. Our company chief medical officer investigated the report and adverse event with the patient and participating physicians, and reviewed patient x-rays. No device or procedure issues were identified or suspected. He further reviewed the orthopaedic literature for additional information. No similar case was identified. He then reviewed the case with experienced elbow surgeons. They had not heard of such an issue and could not conceive of such resulting from a percutaneous procedure such as that performed with the tenex health device. We therefore conclude that the reported patient injury is not related to the procedure with the tenex health devices.

Manufacturer narrative:
A patient contacted tenex health to report pain, delayed healing and mobility limitations following a procedure with a tenex health device. The specific device was not identified. It is reported on this MDR as the tx1 tissue removal system - microtip. The patient had a procedure with the tenex device on his left elbow/epicondyle in (B)(6) 2020. He had previously had a procedure on his right elbow/epicondyle with a tenex device in (B)(6) of 2017. Following the second procedure, he experienced pain and delayed healing in the left elbow and limited mobility in both elbows. He has experienced difficulty with flat hand usage, turning his elbows beyond 60 degrees and activities like bicycling and typing. There appears to be a loss of forearm rotation (pronation). No specific issue with a tenex health device or its use that could have caused the problem was identified.

Event description:
A patient reported post-procedural pain, delayed healing and forearm mobility limitation following a procedure on his elbow/epicondyle with a tenex health device. It is unclear if the issues were related to treatment with the tenex health device.